Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line was discolored and appeared to be black in color. During troubleshooting with tandem's technical support, the user filled tubing and ensured that the insulin was clear. The user's blood glucose level was 234 mg/dl.